Event description:
A few weeks after implant, the implantable neurostimulator showed high impedances on the left side. From the x-rays it seemed that the contacts of the extension connector were not aligned with those of the connector block. On opening the pocket, they realized that the extensions were perfectly connected, but that there was a lot of blood in the connector block receptacle of the left side. They washed the receptacle several times with saline and then reconnected the extension to the stimulator. After the procedure, impedances were okay. It was noted to be "a strange thing related to the revision: after washing the receptacle, the physician pressed it and some drops of saline and blood seemed to go out from the microhole on the connector block approx at half of the connector block". There was reported to be no pt injury. The pt was "ok" following the procedure.

Manufacturer narrative:
(B)(4).